Manufacturer narrative:
No product will be returned per customer. The customer complaint of blood tubing set leak was confirmed per picture provided observed that blood was leaking from the pvc tubing to the drip chamber blood filter top cap inlet port. The root cause of this failure was not identified.

Event description:
The customer reported that the rn initiated a blood transfusion at 4:35 p.m. And noted that the tubing set began to leak at the top engagement of the in-line filter. There was no patient harm.